Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. Two pc (printed circuit) boards were replaced, plug-and-play back-plane and dc/dc & standard connectors but not returned for investigation. These pc boards controls the switching between mains power/external 12 v dc and battery module power supply. Pictures were provided showing burn marks on the plug-and-play back-plane pc board. The ventilator reportedly generated a technical error code indicating a power error. The root cause of the power error is most likely the failed plug-and-play back-plane pc board. However, what caused the burn mark has not been able to be determined.

Event description:
Manufacturer's ref #: (B)(4).